Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax0384 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted on (B)(6) 2017. On (B)(6) 2017, patient presented with "white sediment" blocking approximately 2/3 opening of the catheter tip. PICC was removed. Small hole noted adjacent to external valve/hub. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak, or hole, was unconfirmed because the problem could not be reproduced during laboratory testing and no potential for leakage was observed. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained usage residue throughout, including heavy red blood-like residue from the 0cm through 8cm depth marking. The sample was thoroughly inspected for damage or potential leakage site sites and none were found. Additionally, the sample was inspected for the white residue cited in the event description and none was found. The sample was fully patent to infusion using water and a 12ml syringe with no perceived reduction in flow rate. The sample was then purposefully pressurized by clamping the distal catheter end and no leakage manifested during flow testing. Finally, during fluid pressurization, the connecting regions of catheter features were manipulated and again no fluid leakage was observed. The sample was also inspected under magnification with specific emphasis on the region near the luer hub and no damage, defect, or deformity was observed. Because the problem did not manifest during lab testing and no potential for leakage was observed the investigation was unconfirmed.

Event description:
It was reported that PICC was inserted on (B)(6) 2017. On (B)(6) 2017, patient presented with "white sediment" blocking approximately 2/3 opening of the catheter tip. PICC was removed. Small hole noted adjacent to external valve/hub. No patient injury was reported.